Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an eva bag was leaking during preparation of the bag. A pinhole was noted on the right bottom corner of the bag. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a moderate leak that streamed water on the right lower edge by the tube side weld of the eva bag. Magnified inspection of the leak location identified an edge cut with eva fray present at the edge cut.the manual add port and fill port were cut off by the customer at the bag weld prior to return, making any analysis of bag usage impossible. Although the reported condition was confirmed, the cause of the condition cannot be determined should additional relevant information become available, a follow-up report will be submitted.